Event description:
The pt had diagnostic angiogram of the right arm for poor circulation to hand. The physician attempted arteriotomy closure with the closer tsl 6 fr. Device and did not achieve good hemostasis. The suture was cut, removed, and then manual compression applied. Hemostasis was achieved and the pt was taken to recovery. Fifteen minutes later, the physician was contacted by recovery to report that the pt had no pulses in the leg and the foot was cool. A heparin drip was started and the pt was hospitalized overnight. A vascular surgeon was consulted, but a weak pulse returned the day following the procedure. Pulses continued to improved throughout the day and it was reported that the pt ultimately had good femoral and good popliteal pulses at the day's end. The perclose rep. Did not hear of any further clinical sequelae to the pt.